Event description:
Medtronic spinal cord stimulator surgery (B)(6) 2023. Battery started to die 2 months after surgery. It has now been 156 days, and nothing has been done. Medtronic performed diagnostic testing and the battery is failing after 2 months of use. I now need another surgery. This surgery was already because of a failed back surgery. Additionally, the unit does not have an emergency shut off. This is very unsafe I had a 48-hour situation that I was unable to turn off the unit off. Medtronic was unhelpful. I had to figure out how to finally get the unit turned off. Surgery (B)(6) 2023 medtronic spinal cord stimulator sn# (B)(6) pin (B)(4), two dates (B)(6) 2024/(B)(6) 2022. Surgeon (B)(6). (B)(6) 2023, first error code #201, your neurostimulator is nearing the end of service life contact your clinician. (B)(6) 2023, notified my rep (B)(4) of this error code. Medtronic's and dr. (B)(6) have allowed me to completely heal over 5 months. While they waited for my insurance companies' authorization to replace medtronic's failed battery.